Event description:
It was reported that an hcp stated the patient experienced hyperglycemia and had gone to a hospital, and that the patient had run out of rapid-acting insulin and instead used long-acting insulin in the ilet; the specific admission details were not provided. Symptoms included an event consistent with hyperglycemia, with clinical details not further characterized. Outcomes included an impact that could not be characterized due to insufficient information. Investigation included communication with involved parties and analysis of information provided by the user or third party. Investigation of this case revealed no specific findings and insufficient information to associate a device problem or component with the event. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial